Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the up and down button/keypad. The reporter indicated that the up and down button on the keypad were found to be unresponsive intermittently. The issue was noticed about one month prior. The pump remains active. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/21/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment from the threads to the case seal. There was no evidence of moisture inside the pump. The battery cap was unable to tighten due to the damaged cap threads.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.